Event description:
It was reported that the pt has been having an increase in seizures. The relationship of the increase to pre-vns baseline levels is unk. Attempts for further info have been unsuccessful to date.